Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents reported for single leaflet device attachment (slda) from this lot. Additionally, the reported patient effects of tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the reported slda could not be determined. The reported tissue damage was a secondary effect of the reported slda. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. To further reduce mr, a second clip was advanced, however when steering the cds into the ventricle, it was noticed the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It is unclear if a leaflet rupture occurred. The second clip was implanted, stabilizing the slda clip further reducing mr to 1-2. No additional information was provided.